Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer replaced the batteries and the insulin pump did not respond. Insulin pump also had a blank display. Customer then installed a new battery cap and the insulin pump is alarming battery out limit again and the issue was not resolved. Customer's blood glucose reading at the time of the call was 103 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.